Event description:
It was reported that the patient presented in clinic for follow up when noise was observed on both the atrial and rv leads. X-ray imaging was performed and an insulation break was noted on the atrial lead. The leads were capped and replaced on (B)(6) 2018. The patient was asymptomatic and condition after the procedure was good.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.